Manufacturer narrative:
No button error alarm noted. The insulin pump was received unit with unresponsive act button due to moisture damage on keypad trace. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, occlusion test and test for battery out limit due to unresponsive button. The insulin pump had cracked reservoir tube, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 200 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.